Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 145 mg/dl. Reportedly, the pump was reset and the customer was able to successfully charge the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.